Event description:
Allegedly, revision due to liner disassociation. Surgeon suspects problem with cup. Product not revised: prglcle4 profemur® gladiator® classic plasma size 4 varus 8 dg neck, lot: 1787126, qty: 1

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.